Event description:
Spontaneous call from pt. (B)(6) did not deliver new ms-3 pump on friday 08/16/2019. It was delayed until yesterday 08/19/2019 and arrived about 5 pm, already deprogrammed. Still has functioning backup pump. New pump scheduled. No other info provided. Reported to (B)(6) by pt/caregiver.